Event description:
On (B)(6) 2021 pt arrived to clinic with noted damage to lvad driveline at the juncture of the silicone and metal connector. Abbott engineers notified. On (B)(6) 2021 abbott engineers met pt in clinic to repair damage using a metal clamshell appliance.